Manufacturer narrative:
The device passed testing and a review of the history indicated there were no touchscreen malfunction alarm codes. Add'l testing found corrosion due to fluid ingress on the bottom of the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical dept with a report of the touchscreen not working and calibration not holding. The customer contact reported there was no pt involvement. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.